Manufacturer narrative:
Investigation is still in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that 20 days after having the device implanted, the pt felt severe pain inside the body, and extensive crystallization was found on the surface of the stent after removing the stent out of body.